Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: this is a duplicate of manufacturer report number 1314492-2018-03243. All information can be found under that manufacturer report number 1314492-2018-04325. Should additional relevant information become available, a supplemental report will be submitted.